Manufacturer narrative:
(B)(4). It was reported that the procedure was an umbilical hernia repair procedure. The reservoir inflated quickly upon activation. There was no leakage detected. Another like device was used with no adverse patient consequences. Currently, the patient is in good health.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a reservoir was used. It was noted that after the procedure the reservoir did not suction. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - inadequate suction. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. One reservoir with the ar valve detached and inside of the reservoir was returned. The valve looks deteriorated and had shrunk, the is slit is closed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.